Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus did confirm the damage to both the internal lens and eyepiece. The reported error descriptions are most likely due to the effect of a large mechanical force from a shock or fall. A definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned and the estimation found that the internal lens and the eyepiece were damaged. The device evaluation is still ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the telescope had the internal lens and the eyepiece were damaged. There were no reports of patient involvement.